Event description:
It was reported the customer had a blank display. The customer stated they did not expose their insulin pump to moisture. Customer also reported a crack at their battery compartment. The customer could not recall any significant events leading to the blank display. Customer's blood glucose was 15 mmol/l. Advised customer their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.